Manufacturer narrative:
Due to the device being reprocessed and the additional sampling being within limits, the device will not be returned to olympus. The customer provided the cleaning, disinfection and sterilization methods performed on site. The customer aspirates water through the channels and flushes the air/water, auxiliary, and forceps elevator wire channel. During pre-cleaning and manual cleaning, the customer uses instrument detergent. The customer brushes the working/suction channel, suction cylinders, instrument channel port and distal end/area around the elevator and ita brushes. The scope was manually disinfected using instrument disinfectant. Etd4 (endothermo disinfector) was used as the automatic endoscope reprocessors (aers) along with endodet detergent and endodis disinfectant. The scope was stored horizontally in a storage cabinet without drying function. Olympus was used for repair and maintenance. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis exera duodenovideoscope tested positive for pseudomonas aeruginosa, stenotrophomonas maltophilia and klebsiella pneumonia on (B)(6) 2022. The device was reprocessed and recultured and it tested positive for 20 colony forming unit (cfus) of klebsiella pneumonia. The device was reprocessed again and retested on (B)(6) 2022 and nothing was found. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.